Event description:
During the ivtm therapy for a post-cardiac arrest patient (male), an icy catheter (lot # 162004) was inserted into the patient's femoral vein smoothly in a single attempt, and hypothermia was completed without any issue. During the normothermia phase, the patient got a fever. The user reconnected the thermogard xp ivtm system (sn unknown) and noticed that the saline bag was empty. The thermogard system generated an "air trap" alarm, and immediately, the user replaced the saline bag to continue the treatment. The next day morning, the nurse noticed the same issue and replaced the saline bag. The user is suspecting a catheter leak and 1000 ml of saline infusion. The dwell time of the catheter was three days. The catheter was not replaced, and the customer stated that the patient's treatment was continued conservatively; however the details of the treatment was not provided. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2021-01040 for icy catheter (lot #162004).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event was probably related to the device and procedure.